Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-24. The patient does not want stimulation, so nothing will be done to resolve the overdischarge. The patient does report that reprogramming was done, however, the rep had no knowledge of history. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The ins was overdischarged. The patient states at leas second time they let their ins go dead for an extended period and they quit charging. The rep tried to read with the physician programmer. The patient stated that the stimulator never helped their pain. The patient was admitted for pain. The healthcare professional (hcp) asked if they could interrogate. No actions were taken to resolve the issue. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.